Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The closure device was removed, and manual compression was used instead. There was no reported patient injury. The case was an aneurysm procedure. The procedure was performed via retrograde puncture of the right femoral artery using a non-cordis short sheath. After the procedure, a 7f exoseal vcd was used for closure and hemostasis. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use (IFU). There was difficulty connecting the vascular sheath introducer with the exoseal vcd. An audible click was heard. When the device was slowly withdrawn at an angle of approximately 50 degrees, the pulsatile blood flow in the blood return indicator stopped. The closure device was then slowly withdrawn approximately 1 cm, but the indicator window did not change color. The physician had their thumb placed on the plug deployment button during retraction. The operator continued to slowly withdraw it and tried multiple angle changes, but the indicator window never changed color. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or showing. The device was not attempted to be deployed outside the patient¿s body. The femoral artery insertion angle was 45 degrees. The vessel diameter was greater than 5 mm. There was no visible calcium or plaque at the puncture site. There was no access vessel tortuosity. There was no stent near the puncture site. There was no stenosis greater than 50% at or near the puncture site. The target femoral site was previously closed with manual compression less than thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s body mass index was not greater than 40. The operator had many years of experience using exoseal. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.